Event description:
This unsolicited device ws received from united states on (B)(4) 2014 from a nurse via sales rep. The case involves pt (demographics not specified), who reported that after placement of seprafilm, tyvek folder/white paper with seprafilm was left in the pt. No medical history, past drugs, concomitant medication or concurrent condition was reported. On an unk date, the pt underwent an unspecified surgical procedure for which seprafilm was placed (number of sheets, anatomical location, lot/batch number and expiration date: not provided) for postoperative adhesion. It was reported that the tyvek folder/white paper with seprafilm was left in the pt that was revealed during an x-ray. Corrective treatment: unk. Outcome: unk. Seriousness criteria: the event was considered serious as an important medical event. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. No further information was provided. Sanofi company comment dated (B)(4) 2014: this case concerns a pt inside whom the tyvek holder/white paper with seprafilm (postoperative adhesion) was left. Although the role of drug cannot be ruled out based on the drug event temporal relationship: however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.